Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including a history of hypercholesterolemia and coronary artery disease.

Event description:
It was reported a patient with a 19mm 8300ab aortic valve implanted six (6) years, underwent valve-in-valve procedure due to degeneration. Patient presented with shortness of breath and fatigue. Tavr was successfully performed with a 20mm 9755rsl transcatheter valve. The patient was stable at the end of the procedure and was discharged on pod# 1.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 19mm 8300ab aortic valve implanted six (6) years, underwent valve-in-valve procedure due to unknown reasons. Tavr was successfully performed with a 20mm 9755rsl transcatheter valve.